Event description:
It was reported that the device and leads were removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) , the outer insulation was breached cut and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.